Event description:
Before a coronary drug eluting stenting treatment procedure, stent damage was noticed. After removing the 3.00 x 28 mm taxus express2 drug eluting stent from packaging strut damage was seen. The procedure was successfully completed with another 3.00 x 16 mm taxus stent. No patient complications were reported. The patient is reported as 'satisfactory/good'.